Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated the analyses (first and second) did not deem the patient's rhythm as shockable. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. Therefore, it was concluded that the device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.